Manufacturer narrative:
Physio-control provided the customer with the part number needed to replace the device keypad assembly. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that the on button is occasionally not responding on their device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.